Event description:
During routine preventative maintenance testing by the user facility's biomedical staff, the device delivered measured volumes of 15.2ml, 15.2ml, and 15.2ml, in three separate tests, from an expected delivery of 20ml. The customer reported there was no pt involvement.